Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. The patient experienced a missed alert from the mobile device. On (B)(6) 2024, the patient felt dizzy and sweaty. There were no alerts/notifications from the app that she was low. When the patient checked the app, it was showing low. The blood glucose was 35 mg/dl. The patient took carbohydrates and called 911. Medics did a finger stick which was 60 mg/dl. She arrived at the hospital around 7:30 pm. The dexcom app had stopped working and was asking her to replace the sensor. The patient was admitted to the intensive care unit and given d50 sugar, IV push and continuous drip d10 sugar water. The patient was discharged on (B)(6) 2024. There was no documentation of further medical evaluation or intervention. The patient was fine during the call. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.